Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that an intermittent out of range signal occurred on (B)(6) 2016. No injury or medical intervention was reported. The transmitter has been received for evaluation. An external visual inspection was performed and found no observations related to the complaint. Global transmitter final functional test was performed and resulted in a defective transmitter. The customer complaint of an intermittent out of range signal was confirmed. The root cause was determined to be a failed transmitter.